Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: unknown; information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) implanted and explanted. The reason for the explant was not specified. No further information was provided.